Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was found in aai mode. Although the device was reprogrammed to ddd mode, it reverted to aai when reinterrogated. Emergency vvi was successful, but the device continued to revert to aai each time a magnet was appplied. A software download was unsuccessful.